Event description:
The customer called to report multiple no delivery alarms during bolus deliveries. The customer changed her set several times, but continued to get the alarms. The customer stated that she was at her doctor's office yesterday, and he couldn't figure out why it was alarming. The customer also stated that she was hospitalized in may due to high blood glucose levels. Troubleshooting was performed, and found that the customer was getting the no delivery alarms because the reservoir was empty. No further information about the hospitalization was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.